Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs was unable to get in contact with the pt and will be sending a letter to obtain more clinical info. Meter had been set to the wrong unit of measurement, without the pt's knowledge. The pt tested and obtained results of 74 and 147. Results were greater then 20 minutes from one another, which is considered an invalid comparison. Her eyes had been glazed and she contacted emergency services for assistance. No info on what the reading was on the emt's meter or if she received any treatment. Test strips were in good condition and not expired. Ccr found out that the meter was set to the incorrect code number and the meter had been set to the incorrect unit of measurement. This case is being reported as a malfunction, since the changing of the measurement appears to be a 'spontaneous occurrence" that is not caused by changing the battery, or the pt accidentally changing the settings.